Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function and is unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6. Device evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Event description:
Complainant alleged that during biomed testing, the device would not go into sync mode. Complainant indicated that there was no patient involvement in the reported malfunction.